Manufacturer narrative:
Per the device distributor, the fiber was expected to be returned for analysis. At the time of this report, device evaluation results were not available, and no further conclusion can be drawn regarding root cause. If device evaluation results become available in the future, lumenis will file a follow-up medwatch report.

Event description:
This incident is associated with a holap procedure. The doctor had ablated the bladder neck and was just doing some final touches at 22.86 kj when the duo tome sidelite fiber popped or blew up in his hand. The doctor felt that the patient had received sufficient treatment and concluded the case at that time. The doctor received a minor burn or blister on his right hand blister below his right index finger. The circulating nurse applied some sort of burn cream to the doctor's hand. The patient is fine (no injury to the patient).